Manufacturer narrative:
The malfunction was duplicated and attributed to a damaged connector pin on the device's multi-function cable.

Event description:
Complainant alleged that while treating a male patient the device successfully delivered four discharges of energy and then displayed a "poor pad contact" message. Complainant indicated that the patient subsequently expired.